Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro burr was selected in the for use in the atherectomy procedure. The rotapro was prepped and platformed at 160,000rpm outside the patient then advanced over the wire. A pecking motion was used for advancement and rotapro was advanced into the lesion. During procedure, the rotation speed on console was 160,000rpm and the device sound like it was running slower than what was being displayed on the console. The rotation speed was slowed down in lesion and the burr became stuck in the lesion. The physician then removed the device by pulling the device to get it dislodged. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another rotapro device and there were no patient complications reported.